Event description:
The physician retracted the cryoballoon catheter into the steerable sheath. Upon attempting to advance the balloon catheter back out of the sheath, found that it would not advance out. The catheter was removed without incident. As the physician was examining the tip of the catheter, system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) was triggered. The catheter was replaced and the procedure continued without incident. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on (B)(4) 2013.

Manufacturer narrative:
The returned catheter was visually inspected and functionally tested. Failure files were reviewed and confirmed the system notice message 50005 ¿leak detection¿ for the date of case. Visual inspection showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 12 injections. The catheter failed the performance test due to system notice #50005 upon connection. Pressure test showed a leak through the guide wire lumen, however, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen partial snapping at 0.50 inches proximal from the tip as well as guide wire lumen kink at 1.43 inches. The kink in the guide wire lumen was making the distal segment bend, increasing difficulty for sheath insertion/withdrawal. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.